Event description:
Reportedly, the device continued to stay "hot" during the procedure. Possible latch-on issue. The surgeon used another one to complete the procedure. There was no reported patient injury.